Event description:
The pump was returned for investigation. Investigation revealed that the up arrow, down arrow and ok keypad buttons were unresponsive and contamination was found under the contrast key contact and all keypad wires. Evaluation also revealed that the display was dim and discolored with fading text. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn off from the up arrow button down to the bottom of keypad, exposing the keypad wire. During testing, the up arrow, down arrow and ok keypad buttons were unresponsive. The key contacts were found to be missing. The pump was opened and contamination was observed under the contrast key contact and all keypad wires. Evaluation also revealed that the display screen was dim and discolored with fading text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).